Event description:
It was reported that the dependent patient presented in clinic with symptoms of pre-syncope. The patient lost pacing support with complete loss of capture on the ventricular lead. The presence of any other anomalies was unknown. The lead was capped and replaced on 3/20/2017. The patient was stable after the procedure.